Event description:
Baxter model "colleague 3 cx" triple IV pump (B)(4) was set for amiodarone infusion at 30 ml - 1mg/min infusion and verified by 2 rns. One hour later, nursing staff found entire IV drip content (500 mg amiodarone in 250 ml d5w) empty and infused. IV pump was found continued to be set at 30 ml - 1 mg/min and pump states 217 ml remaining but bag was empty. IV tubing was found released from IV pump without any alarm. Family, physician and patient were notified of event. Patient experienced some bradycardia now resolved; patient's heart rate was in the 60s and sbp in the 130s. Patient was placed under 3-1 nursing for closer monitoring on cardiac unit and was evaluated by cardiologist. Heart rate initially was labile but improved the next day without further significant events. Amiodarone drip was discontinued and patient's atrial fibrillation/flutter was controlled with diltiazem drip. Patient was placed under 3-1 nursing for closer monitoring on cardiac unit and was evaluated by cardiologist. Heart rate initially was labile but improved the next day without further significant events. Amiodarone drip was discontinued and patient's atrial fibrillation/flutter was controlled with diltiazem drip. Pump used 1 hour.